Event description:
Information was received indicating that a smiths cadd®-solis hpca ambulatory infusion pump displayed a 7.5% flow error. There was no reported injury to the patient.

Manufacturer narrative:
Device evaluation summary: once cadd solis hpca pump was returned for analysis in used condition. The visual inspection of the pump identified that the pump had scratched lens. The functional testing included accuracy testing. During the testing it was found that the unit was 4.1% off specification. The problem source was identified as the out of specification expulsor.